Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced error by running a rack rotation test. Fse noticed the pitch sensor s071 was not responding properly. Fse resolved the complaint by replacing the pitch sensor s071. Fse successfully performed rack rotation test run multiple times, cleaned and lubricated loader guiding rails for x1 and x2 axis and performed a daily check run; all results passed. Customer successfully performed a quality control run without error and results were within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2300] s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to a faulty pitch sensor.

Event description:
A customer reported getting error message "2300 s. Loader step feed failure" on the aia-900 analyzer. The customer rebooted the analyzer, ejected racks, performed an all set home function and attempted a daily check run but error persisted. Analyzer is down a field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.